Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was dead on arrival, the tidal volume disk port was blocked and something was stuck inside of it.

Manufacturer narrative:
Updated data: b3,b4,g3,g6,h2,h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. No further information has been provided by the customer. A supplemental report will be sent if additional information is provided. The failure analysis and testing department received the following parts associated with this complaint: pn: 0202-00-0142 sn: (B)(6) tidal volume disk. This part was received with a reported unit failure message of the port was blocked something inside of tidal volume disk. Performed visual inspection of this part received and observed something blocked inside the port of tidal volume disk. The fat dept. Verified the failure message of the port was blocked with something inside. Tidal volume disk failed testing. Retaining tidal volume disk in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit was dead on arrival, the tidal volume disk port was blocked and something was stuck inside of it. There was no patient involvement.